Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Bradycardia is a known adverse patient event associated with the use of this device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed, and there are no non-conformities associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, the patient was bradycardic and a temporary pacemaker was implanted. The pacemaker was removed after the procedure; however, one day post procedure, the patient developed bradycardia with long pauses. A temporary pacemaker was again placed. Five days postprocedure, the patient was discharged to home with the temporary pacemaker. Reportedly, the bradycardia is expected to resolve without the need for a permanent pacemaker. Although requested, there was no additional information provided.